Event description:
It was reported that a user experienced two episodes of severe hypoglycemia shortly after supply/site changes, with one episode reportedly requiring paramedic assistance per the healthcare provider and another self-managed episode in which the user recorded a glucose of 55 mg/dl after remaining disconnected from the ilet during the change and then reconnecting. Symptoms included dizziness and disorientation. Outcomes included successful correction with oral glucose and no hospitalization. Investigation included collection of a blood glucose questionnaire, remote review by clinical staff, and planned observation of a factory reset and a supervised site and cartridge change via video. Investigation of this case revealed that the events occurred soon after supply changes with tubing primed before attachment and with the user not connected to the body during the change, which is consistent with hypoglycemia of unclear cause; no device malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.